Manufacturer narrative:
At this time, the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds a few days after it was implanted. A physician suspected the elevated thresholds were caused by a micro-dislodgment. As result, the patient underwent a revision wherein the rv lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.